Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: eleven open 32g x 4mm pen needle samples and five photos were returned from lot. No. 9015918, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on eleven samples. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced a cannula that broke off/pulled out. The following information was provided by the initial reporter: insulin didn't come out. The user then checked the product and found that the needle npe was missing.